Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed) and the piston on the reservoir compartment did not go down. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and pump was not exposed to a high magnetic field. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested for return.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test, no unexpected pump error 38 alarms or rewind anomalies were noted during testing. Successfully downloaded history files and traces using thump. Pump error 38 alarms were noted in the history/traces on 06/13/2025 17:28:29.000, 06/13/2025 17:30:35.000, 06/13/2025 17:33:09.000, 06/13/2025 17:43:10.000, 06/13/2025 17:48:42.000, 06/13/2025 17:51:04.000, 06/13/2025 17:40:25.000, 06/13/2025 17:39:17.000, and 06/13/2025 17:34:14.000. The pump was cut open and severe corrosion was noted on all electronic assemblies. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, display window cover (scratched), pillowing keypad overlay, and scratched case. Rewind anomaly was not confirmed during analysis. Pump error 38 alarms in the history file due to severe corrosion on all electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.